Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation, service repair noted the reported phenomenon was not reproduced. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of image defect, no image. The issue found during pre-inspection. Device was replaced with another similar device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 12 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified, and the phenomenon of "faulty image" was not reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.